Event description:
It was reported that the right ventricular lead triggered a lead integrity alert (lia) due to a jump in the paces/sense impedance, non-sustained ventricular tachycardia (ns-vt), and a high short interval count. Possible fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d334vrg, implantable cardioverter defibrillator, (B)(6) 2012. (B)(4).